Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level was over 600 mg/dl. The customer's other relevant blood glucose level was 200 mg/dl. The customer was treated by the insulin pump. The customer declined to troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.